Manufacturer narrative:
It was reported that the onguard luer lock access device was hemolyzing blood samples as well as not drawing blood samples which required the nurse to use a syringe on the patient to obtain a blood sample. No additional details are available related to the customer reported issue. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the onguard luer lock access device was hemolyzing blood samples as well as not drawing blood samples which required the nurse to use a syringe on the patient to obtain a blood sample.